Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured just proximal to the pull ring. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the shaft material remains unknown.

Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.